Event description:
A trilogy 100 ventilator was returned to the manufacturer for recertification. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 100 device failed an airstream temperature test step during evaluation at the manufacturer's service center. The device's outlet flow path thermistor was replaced to address the issue. As part of preventive maintenance, the blower assembly, overhead blower filter, inlet filter, and faa label were replaced. The outer enclosure was cleaned. Following the repair, the device passed all testing.